Event description:
During routine inspection, customer observed that the device had a service indication. Physio-control evaluated the device and observed several fault codes logged repeatedly in the memory. The device was not able to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control recommended replacement of the system pcb, but customer declined repair due to the device age and cost. The device has been removed from service. A conclusive root cause of malfunction could not be determined.